Event description:
It was reported that the balloon ruptured.the 90% stenosed target lesion was located in the moderately tortuous and not calcified vessel in the upper limb. A 5.00mmx2.0cmx50cm peripheral cutting balloon was selected for use. During the procedure, the balloon ruptured upon second inflation at 10 atmospheres for 2 minutes and a pinhole was noted at the center part of the balloon. The balloon was removed from the patient's body without any problem using the normal method and the procedure was completed with a different device. No complications were reported and the patient was in good condition after the procedure.